Event description:
A caller reported experiencing a cartridge alarm 20 with their insulin pump. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Tandem technical support confirmed the occurrence of consecutive cartridge alarms and decided to replace the pump. The customer was informed that they would receive a new pump with updated software and was given guidance on using it, including advice on returning the problematic pump. The customer acknowledged and understood the necessary actions, including using multiple daily injections as backup therapy.